Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows the patient impedance increasing during the delivery of the shock which is typically caused by poor coupling. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. The IFU for the pro-padz (aw-r1345-112 rev j) warns the user that excessive hair, poor adherence and/or air under the electrodes, the device passed all functional testing using returned accessories. The device was recertified and retured to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 64-year-old male patient; after removing the electrode pads, burns were found on the patient. No further information regarding degree of burn or patient treatment is available at this time.